Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, clips dropped from the device prior to firing. It was indicated the problem may be due to the surgeon sliding the jaws after they were already positioned over the tissue. This also caused several clips to not be seated properly in the jaws prior to firing. Several malformed clips were deployed as a result. All of the dropped and malformed clips were removed from the patient through the trocar. The same device was used to complete the procedure. There was no adverse consequence to the patient.